Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that patient expired due to suspected cause of sepsis. At time of autopsy, the hospital found that the patient's chest cavity was filled with blood. During a time of evaluation of chest x-rays, it was noted that the outflow graft bend relief of the lvad appeared not to be connected to the outflow graft.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.